Event description:
It was reported the asymptomatic patient presented to clinic for a follow-up. The patient did not receive therapy. Post- paced t-wave oversensing on the ventricular lead was noted. Programming changes were recommended. About 2 weeks later, the patient was symptomatic and reported to the hospital for cardiac rehab. A device check showed the same problem. Further programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.